Event description:
It was reported that the pump's control iq software did not adjust insulin delivery as expected. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer consumed water and delivered a correction bolus to treat the bg. Troubleshooting indicated that the pump was functioning as intended.